Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system is very slow to respond and sometimes becomes completely unresponsive when attempting to load exams. Rebooting the system usually helps resolve the issue, but it¿s not always a reliable solution. There was no patient involvement. They decided to postpone the hard drive installation for the time being, as they believe CT scan issues were causing these issues. They relayed the exam protocol information to the surgeon and were able to burn a new cd that allowed them to perform the procedure with no known issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, product ID: 9736411, h3 - a manufacturer representative went to the site to service the system. Testing found no fault with the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. Logs captured the nvidia gpu crash dump in the system logs on the date of issue. Also, observed gpu memory issue multiple times - "problem handling new gpu memory data" in the images task after that gpu crash occurred this might have caused the reported behavior. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.